Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances. The health care professional (hcp) noted that the rv lead shock impedances measured greater than 125 ohms and had been gradually rising over the past year. Technical services (ts) recommended commanded shock to the hcp for further evaluation of the lead integrity. At this time, the rv lead remains in service. No adverse patient effects were reported.